Event description:
Customer's daughter reported that on (B) (6), 2010 because the customer did not know how to use her freestyle lite blood glucose meter she subsequently experienced a loss of consciousness. Customer's daughter transported customer to a local healthcare facility where she was admitted to the intensive care unit, diagnosed with hyperglycemia and treated with "insulin shots" and "potassium". Customer also noted self-treating with her usual diabetes medication, metformin. There was no report of death or permanent injury associated with this event. Customer service provided customer with training in setting up her freestyle lite blood glucose meter.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent when the investigation is completed. It should be noted: the meter's serial number is unknown at this time.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 96 mg/dl and 181 mg/dl, 205 mg/dl and 129 mg/dl these results were obtained on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B) (4). The event involved a training issue, so no product will be returned for investigation. The initial report should have been filed as a final report.